Manufacturer narrative:
(B)(4) - zipper damage - product was requested to be returned for eval and has not been received. (B)(4).

Event description:
Customer claims that the large window zipper is splitting apart by itself. There was no pt incident or injury reported.